Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative reported that there was an issue with the lead during a stage two procedure. During the procedure, the lead could not be disconnected from the extension. The physician tried many times to disconnect the lead from the extension. The physician decided to remove the lead because a fragment remained on the lead. The cause of the event was unknown. No diagnostics were done. The lead was explanted and the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
Device analysis for the unknown lead revealed the proximal end connector crushed. The #0 connector of the extension is still on the proximal end of the lead because it can't be moved over the severely crushed #1 and #2 lead connectors. The crimp sleeve of the #1 lead connector is broken off and not returned. The #2 crimp sleeve is broken from the connector sleeve. There appears to be suspected tool marks that caused the crushing. Some damage had to exist when the lead was connected to the extension in order for the #0 connector of the extension to get stuck on the lead. There is no visible damage to the #0 connector of the extension and it slides on the lead although not over the crushed lead connectors. The setscrew for the #0 connector of the extension was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.